Event description:
It was reported that patient experienced recurring incontinence due to artificial urinary sphincter (aus) device had fluid leak at unknown location. All components were explanted and replaced.